Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and drive support cap anomaly on the insulin pump. The customer¿s blood glucose level was 360 mg/dl. Customer advised the drive support cap was sticking out. Customer received a motor error alarm. However, they were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.